Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging a strip issue with her onetouch ultra blue test strips. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2011 at 11:20pm, the patient allegedly discovered the 'peeling test strips'. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and denied making any changes to her normal diabetes management routine in response to the reported issue. At an unknown time in (B)(6) 2011, the patient claimed to have developed symptoms of 'low blood, sweats, weakness and exhaustion' and by 11:20pm, on the same day, self treated with food/drink in response to the symptoms. At the time of troubleshooting, the cca determined that the alleged issue occurs after the subject test strips are inserted into the test port. The reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.